Event description:
Reporter noted that the anterior chanber did open deepen. A posterior capsular tear occurred. However, an anterior vitrectomy was not required. The case was completed as planned and an iol was implanted. The surgeon does not expect any problems.